Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers were not accessible through the view network connections. A technical support specialist disabled power management, hard disk drive settings, firewall, sleep mode etc. And rebooted the cabinet to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower auxiliary drawers were offline and inaccessible, which hindered users from accessing medications for patients. The customer reported that there was a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.